Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. The caller understood the instructions and was told to call back if any malfunction code appeared again.